Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that the device activated on the coag by itself. It is unknown how the procedure was completed and there were no patient consequences reported. There is no additional information.